Event description:
The customer reported the system would intermittently not allow fluoroscopy due to the keyswitch. No death or serious injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed and replaced the key switch and lemo wiring harness. The system operates as intended.